Manufacturer narrative:
The device was returned for inspection. The device was visually inspected. No obstructions nor other workmanship defects were detected. A functional test was performed and no discrepancies were detected. The device primed without difficulty. Thus, the failure mode reported was not confirmed. The root cause cannot be established as no fault was found. A device history review (DHR) was performed, and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the line would not prime; the pump was running but the medication was not filling the tubing. No patient injury was reported.